Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon reported that the screw required approximately 20% more insertion force than normal. The surgeon did use the holding sleeve. Reportedly when removing the imf screws, both the left and right mandibular screws sheared in the threaded part. The surgeon removed one retained fragment on the right, but this caused damage to the mucosa so he left the retained fragment in the left side. The hospital did not retain the packaging or the broken screw for evaluation. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number: possible lots: 8261600 or 8197688: information from synthes (B)(4). Expiration dates: 8261600, expiry date 1/1/2023: 8197688: expiry date 12/1/2022. Manufacture dates: 8261600, manufactured 12/28/2012: lot 8197688, manufactured 11/27/2012 the lot number of the involved parts was either 8261600 or 8197688. The manufacturing documents of both lots were reviewed and no complaint related issue was found. From synthes USA to synthes (B)(4): possible manufacturer.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.